Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon cut and stapled the distal sigmoid with the device, but had to fire 2 times to cut the tissue. After this, he used a different device (of a different product code) for the anastomosis, but decided to perform a more distal rectosigmoid resection and fired the original device 3 more times. The staples where not formed like a b-shape and the staple line was partially open. To prevent a leakage, the surgeon sutured so he could close the distal staple line. There was no reported pt consequence.